Manufacturer narrative:
Completed information: patient identifier: (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for 1 sample. The following data was provided (reference range = 0.66 to 1.07 mmol/l): sid (B)(6) initial result = 1.41 mmol/l, repeat = 0.41 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) performed a site visit, inspected the instrument and performed extensive troubleshooting. The issue was resolved by replacing the bulk solution valve assembly. No additional discrepant result issues have been reported since the part was replaced, and the bulk solution valve assembly was determined to be the likely cause for the issue. A review of the service history for the architect (B)(6) showed no additional service tickets associated with discrepant/erratic results and there were no additional service or complaint issues on or around the date the customer experienced the issue that may have contributed to the event. Tracking and trending report review did not identify any trends for the bulk solution valve assembly. Manufacturing documentation was reviewed and did not identify any issues. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the bulk solution valve assembly or the architect c4000 analyzer.